Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle and lidstock for analysis. Signs of use in the form of biological material were present on the cannula and hub. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed and no relevant findings were identified. Based on the sample provided it was determined that design likely caused or contributed to this event. A non-conformance request was initiated to further investigate this issue. Corrected data: section h.10. Corrected as follows: the customer returned one introducer needle and lidstock for analysis. Signs of use in the form of biological material were present on the cannula and hub. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed and no relevant findings were identified. Based on the sample provided it was determined that design likely caused or contributed to this event. A non-conformance request was initiated to further investigate this issue.

Event description:
It was reported "the hub is broken directly at the needle". During insertion on an adult male, the hub broke off without force. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
It was reported "the hub is broken directly at the needle". During insertion on an adult male, the hub broke off without force. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for analysis. Signs of use in the form of biological material were present on the cannula and hub. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed and no relevant findings were identified. Based on the sample provided it was determined that design likely caused or contributed to this event. Further investigation of this issue is being performed under a CAPA.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the hub is broken directly at the needle". During insertion on an adult male, the hub broke off without force. No patient harm reported. The device was replaced. The patient's condition is reported as fine.